Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, cutting was remarkably dull. Another device was used to complete the case. There was no bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended more than 30 minutes. No patient harm.